Event description:
Patient implanted on (B)(6) 2011, orif right distal femur: with plates and screws. Patient returned to a different surgeon and it was discovered there was a non-union, date unknown (patient experienced delayed union complex, r periprosthetic femur). On (B)(6) 2012, one cortical compression screw was removed and the most distal locking screw, closest to the fracture was removed. Patient was returned to o.r. On (B)(6) 2012, hardware was removed and patient was revised to 12 hole 95° angle plate. On (B)(6) 2012, the hospital contact provided the intraoperative report which listed all the devices implanted in the patient. This report is to document the 7.3mm cannulated conical screw, which would make this report 11 of 11 for the same event. MFR numbers: 2520274-2012-01458; 5250274-2012-01459; 2520274-2012-01462; 1719045-2012-01079; 1719045-2012-01080; 1719045-2012-01081; 1719045-2012-01082; 1719045-2012-01083; 1719045-2012-01084; 1719045-2012-01085; 1719045-2012-01263.

Manufacturer narrative:
Note: this file failed submission for (B)(4) 2012 and the medwatch was closed. The medwatch was reopened, phone number corrected, and is being resubmitted. Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Initial reported as (B)(6) 2012, however, should be (B)(6) 2012. Placeholder.